Event description:
Overinfusion reported by customer. Pump was being used by a home patient on another pt. Nurse had set pump to infuse at 300cc/hr for 1hr and then switch to 70cc/hr for 24hrs, expecting a total infusion of 1980cc. A 2000cc bag of hydration was hung and infusion was started at approx 5pm. At approx 9am (16 hours later) the bag was found empty. Patient's parent called and reported situation to customer and a nurse was sent out. It was noted by this nurse that the pump was still set to 70cc/hr and said that 1284cc had infused. There was no injury to the patient and no medical intervention was required. Attempts were made to obtain extra information regarding patient status, age of patient and the medication involved but no additional details are known.